Event description:
Product analysis for the explanted generator was approved on (B)(6) 2012. The reported "end of service and low battery" allegations were confirmed in the pa lab; an open can measurement of the battery voltage determined that the battery was depleted. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator. Product analysis for the explanted lead was approved on (B)(6) 2012. Note that the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed in various locations. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, sulfur and calcium. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
On (B)(6) 2011, a battery life calculation was performed for this vns patient with negative results. On (B)(6) 2012, an implant card was received indicating that this vns patient had undergone generator and lead replacement on (B)(6) 2012. Attempts to obtain the explanted products for product analysis have been unsuccessful to date. On (B)(6) 2012, follow up with a nurse at the physician's office revealed that the patient underwent generator revision due to the battery being at end of life. The nurse was unable to clarify what flag or indication of battery life was seen. The nurse also stated that the lead was replaced due to the lead malfunctioning. When asked for clarification for the malfunction, the nurse stated that this meant that there was lots of scar tissue, and there was scarring near the carotid artery. The relation of the scar tissue to vns was unknown. No other information was available.

Event description:
The patient's generator and lead were received on (B)(6) 2012 and are currently undergoing product analysis.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies.